Event description:
Same case as 1527460-2011-00095 and 1527460-2011-00096. The complainant reported an under-delivery. The 234 ml of nutritional product was to be delivered in 45 minutes; however, only 117 ml was delivered during that time frame.

Manufacturer narrative:
Mfg event ID: (B)(4). The device reported, list number (B)(4), is an abbott product that is marketed internationally which is the same or similar to a device, list number (B)(4), that is marketed domestically.